Manufacturer narrative:
Investigation summary : bd received 2 photos from the customer for investigation of underfill. Photos were evaluated and confirmed underfill of tubes. In addition, retention tubes from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill based on the photos. Bd was unable to identify a root cause for indicated failure mode.

Event description:
Report 1 of 4. It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes 100 tubes were underfilled. There was no health impact or consequences reported.

Event description:
Report 1 of 4. It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes 100 tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.